Manufacturer narrative:
The following information has been updated/corrected: d.10. Devica available for eval.? Yes. D.10. Returned to manufacturer on: 2020-09-03. H.3. Device return to manuf.? Yes. Device eval. By manufacturer? No.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced separation of the injector and mating component leaving a needle exposed. Product defect was noted during use. The following information was provided by the initial reporter: this is a report about a damaged injector. When removing the injector and the spike set to change the infusion bag (to administer the 3rd drug, gemcitabine), the hcp found that the needle was exposed. Lot# is either 1910114 or 1909102.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced separation of the injector and mating component leaving a needle exposed. Product defect was noted during use. The following information was provided by the initial reporter: this is a report about a damaged injector. When removing the injector and the spike set to change the infusion bag (to administer the 3rd drug, gemcitabine), the hcp found that the needle was exposed. Lot# is either 1910114 or 1909102.

Manufacturer narrative:
H6: investigation summary one injector connected to an infusion set was provided to our quality team for investigation. Upon visual inspection, the grips of the safety sleeve are damaged and moved from their proper position causing the needle to be exposed. Functional testing was attempted and found that the injector could not be properly connected to the infusion set. A device history review was performed for lot suspected lots 1910114 and 1909102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lots and found all product met required specifications. Based on our investigation and evaluation of the product, it was determined this issue likely occurred as a result of improper activation/deactivation. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown .(B)(4).

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced separation of the injector and mating component leaving a needle exposed. Product defect was noted during use. The following information was provided by the initial reporter: this is a report about a damaged injector. When removing the injector and the spike set to change the infusion bag (to administer the 3rd drug, gemcitabine), the hcp found that the needle was exposed. Lot# is either 1910114 or 1909102.